Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that the patient had a stryker cup with dual mobility on the acetabular side dislocated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).